Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was successfully completed without incident. Patient presented for 45 day follow up exam and a 3 cm pericardial effusion was seen on the transesophageal echogram (tee). A pericardiocentesis was performed, which drained 1150cc of non-serous fluid. The patient was asymptomatic and tolerated the procedure well. They were transported to the ICU with the drain in place and was monitored throughout the night. A subsequent tee will be performed to confirm the effusion has resolved prior to patient discharge. It was later reported there were no further complications and the patient was discharged the next day. No intervention was performed. Non-serous fluid is defined as a combination of both serous fluid and blood.

Manufacturer narrative:
Event date approximated.

Manufacturer narrative:
Event date approximated.

Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was successfully completed without incident. Patient presented for 45 day follow up exam and a 3 cm pericardial effusion was seen on the transesophageal echogram (tee). A pericardiocentesis was performed, which drained 1150cc of non-serous fluid. The patient was asymptomatic and tolerated the procedure well. They were transported to the ICU with the drain in place and was monitored throughout the night. A subsequent tee will be performed to confirm the effusion has resolved prior to patient discharge.